Event description:
Customer reported she was in the hospital for having high blood sugars but states it was not related to the insulin pump and everything was working fine. Customer stated she was waiting for her doctor to confirm she knows how to do a proper set change. Customer stated the device she was disconnected and was suck in the fill tubing screen. She wanted assistance in bypassing the screen. Assistance was provided. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.